Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "one sample was returned with open pouch for investigation. Both the tracheal clear cuff and bronchial blue cuff passed the endotest as they were able to maintain its pressure at 25mbar. They were both able to inflate as per normal and product was able to maintain its pressure. It indicated no leakage on product. Based on the investigation, the defect mode on cuff leakage was not confirmed based on inflation test, no abnormality found as product was able to be inflated as per normal." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient.

Manufacturer narrative:
(B)(4). In section d provided available di #, unable to provide full UDI as no lot number was reported. **UDI related data quality updates only**.

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: (B)(6) 2023,the doctor found cuff leakage when doing clinical setting before using on patient. Then changed new one, no impact on patient.